Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a vitrectomy procedure to repair a macular hole the surgeon was unable to insert the 25 gauge (ga) cannula tip into the 25 ga trocar. On inspection of the cannula it was noticed it was orange instead of blue. The procedure was completed using the vitreous cutter. There was no harm to the patient. Additional information received indicated the customer chose the correct gauge size.